Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial (B)(4), product type: programmer, patient. Product ID: 97745bp, lot# nlh008261n, product type: accessory. The main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: nlh008261n, (B)(4) apply to the controller battery (nlh008261n), and (B)(4) apply to the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of non-malignant pain. It was reported that the patient controller was stuck on the words "touch screen". The controller was unplugged and the battery pack removed for a few seconds. Then the battery pack was reinserted and the controller plugged back into the wall. The patient then reported the controller showed screen 49 to plug the controller into the wall, even though it was plugged in already. The implant charge level was noted to be 50%. The error screen was resolved on the call. Additional information was received the next day reporting the replacement controller was received and they were trying to pair it with the implant. During the call the date, time, and numbers were set on the controller. While putting the recharger antenna on the patient the controller screen was blank. The up and down arrows and screen were pressed, but nothing came on. The caller was asked to check if the lithium battery was in the controller, but they refused to look. The caller noted the patient had been in pain started that day (B)(6) 2018, and that the pain was gradual. The next day additional information reported that the patient had the replacement controller but wanted a replacement battery pack as they felt it was "defective" and not functioning properly. Per the caller there was "no back on it" and they could feel the components. No out of box failure was reported and no further complications were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.